Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink at the hub of the involved glidesheath slender. It was an uae patient. The sheath was completely kinked, the hub was 180 degrees facing the wrong way. It straightens out once you hold it down, and then place a catheter in. The patient's condition was stable. The estimated blood loss was less than 250cc. The procedure was completed. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A photograph of the actual sample was provided which revealed that the sheath was kinked right below the hub. It is likely that the hub likely experienced brute off axis force which led to the mechanical kink in the plastic. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 06oct2020. The same sheath was used to complete the procedure.